Event description:
It was reported the touch pen would not calibrate. Calibration of the touch pen was tried but it stuck on the calibration screen. Rebooting the programmer brings it back into the touch pen calibration application and the pen will not respond enough to complete the calibration. There is a message that says touchpen values too high. Another touch pen was going to be tried before returning the programmer for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.